Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
A pt experienced "2-3 instances [of] drop qrs wave on EKG" (electrocardiogram) during pre-hysteroscopy in preparation for a novasure endometrial ablation. These resolved spontaneously. The pt then experienced "third degree heart block with no escape" within 2 seconds of commencing the novasure ablation cycle. The procedure was stopped, the infusion of intravenous "propofol 20cc with lidocaine" (anesthesia) was discontinued and there was spontaneous resolution. The ablation cycle was started again and the pt experienced "12-14 seconds of asystole." The procedure was stopped and the asystole resolved spontaneously. A 12 lead EKG was done; "results normal." A cardiologist was consulted with "negative evaluation." Procedure abandoned. On (B)(6) 2010 the physician reported the pt was admitted to the hospital for observation following the attempted novasure procedure but "no further intervention was performed." The physician reported the arrhythmias were "likely the result of profound parasympathetic tone related to cervical/uterine stimulation."